Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found, full lead returned. Visual inspection: it was noted that blood was observed in/on the helix/lobe mechanism.

Event description:
It was reported by a competitor rep that the "screw got stuck extended" during the implant procedure. The mdt rep was able to extend adn retract the helix three times. It was reported by a competitor rep that the "screw got stuck extended" during the implant procedure. The mdt rep was able to extend and retract the helix three times. The device was not implanted. No patient complications have been reported as a result of this event.